Event description:
The device was returned to the manufacturer after being explanted after a non-associated death. The device had a power on reset (por) occur after explant. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with no anomalies found. Performance data was collected from the device and analyzed; analysis revealed a power on reset (por) which occurred post explant. (B)(4).